Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging the patient's blood glucose on an unknown date was 48 mg/dl with severe headache. It was reported the pump was priming during the load step and the issue began on (B)(6) 2017. The patient was improperly connected to the pump during the prime sequence. This complaint is being reported because the reported health event was attributed to a device malfunction.

Manufacturer narrative:
Follow-up #1: date of submission 29-aug-2019 device evaluation: the device has been returned and evaluated by product analysis on 22-aug-2019 with the following findings: a review of the pump¿s black box showed no cartridge detected warning (163) and loss of prime with zero force. During testing, a partial load step malfunction was duplicated. The pump was also unable to hold prime. The force sensor calibration was found to be out of specification. The pump cover was removed and moisture damage was found located within the force sensor component. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.